Manufacturer narrative:
Device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd bactecmgit¿ 960 system experienced a false positive test result. There was no indication that results were reported, and there was no patient impact. Unspecified confirmatory testing was performed. The following information was provided by the initial reporter: (B)(6) false positive. Repeated test has been performed and there is an alarm. The results were used for patient treatment and did not cause adverse effects on patients.

Event description:
It was reported that bd bactec¿ mgit¿ 960 system experienced a false positive test result. There was no indication that results were reported, and there was no patient impact. Unspecified confirmatory testing was performed. The following information was provided by the initial reporter: servicemax false positive. Repeated test has been performed and there is an alarm. The results were used for patient treatment and did not cause adverse effects on patients.

Manufacturer narrative:
H.6. Investigation: this complaint alleges false positive results on a mgit 960 instrument (p/n 445870, s/n (B)(6)). The customer called in to report a false positive result. The false result was not reported to the clinician and no patient treatment was affected by the false results. The customer repeated the patient sample and an error was reported. A field service engineer (fse) arrived onsite to investigate the instrument. The fse found the isntrument to be operating normally but the temperature in the laboratory was too high. No samples or parts were returned for this complaint and thus, returned sample analysis cannot be completed. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6) 2015. Service history review was performed for the instrument (B)(6) and no additional work orders were observed for the complaint failure mode reported. Root cause cannot be determined at this time. This is an unconfirmed failure of a bd product. Complaint history for results was reviewed for the month of october. The upper control limit was not breached, and trends were not identified associated with this defect. CAPA is not required as no trends were identified, and this complaint is unconfirmed. H3 other text : see h.10.

Manufacturer narrative:
Device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿(B)(6) system experienced a false positive test result. There was no indication that results were reported, and there was no patient impact. Unspecified confirmatory testing was performed. The following information was provided by the initial reporter: (B)(6) false positive. Repeated test has been performed and there is an alarm. The results were used for patient treatment and did not cause adverse effects on patients.